Event description:
Pseudosepsis [arthritis]. Case description: spontaneous report received on 01-sep-2009 from a physician's assistant regarding a pt, whose age, gender, initials, and relevant medical history were not provided. The pt received an unk number of synvisc injections into an unk joint on unk date(s). The synvisc lot number was not provided. On an unk date "within the past week", the pt experienced pseudosepsis which required treatment with an ia (intra-articular) steroid and asp (aspiration). The pt recovered from the event on an unk date. The physician's assistant assessed the event as related to synvisc. No further info was provided. See MFR's numbers: (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) for other adverse events from this reporter. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.